Event description:
It was reported the touch screen does not work. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the touch screen failure was caused by a faulty stylus. It was also noted that the hard drive failed to reload software, so the hard drive was replaced.